Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Patient reported right side "rupture." Patient also reported "extreme memory problems, hair loss, and was very sick;" these events are not related to the device. Device was explanted.